Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 2007045. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit, our quality engineers were unable to determine the root cause for this complaint. DHR review(lot#2007045): the complaint gauge is 24g, assembly at auto line 2 in jan. 2022, packaging at r240 packing machine in jan. 2022, lot quantity is (B)(4). Review the in process test and outgoing test reports for this lot products, all test results meet the product specifications, no abnormal for it. Review the production records and machine troubleshooting records for this lot products, no abnormality, deviation or rework activity. The prn lot number for this lot products is lot#1348396/1348397, review the incoming inspection results, no abnormal for it. No defect sample and picture were returned from the customer, and the cracked status of the prn cannot be confirmed. The prn of the retained sample of this batch is examined under a microscope, and no abnormality is found. Leakage test the sample, and no leakage is found at the prn. No same complaint is received from the complaint lot. Conclusion(s): no abnormality is found on process and the retained sample, and no other similar complaint is received from the complaint lot. As no defective sample returned, the root cause of prn cracking and leakage cannot be determined.

Event description:
It was reported that the catheter adapter was cracked on the bd intima-ii¿ closed IV catheter system, leading to leakage. The following information was provided by the initial reporter, translated from chinese: "fluid seepage was found at the interface of the prn and cracks were found in the prn."